Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Corrective/preventative action (CAPA) has been initiated. Investigation conclusion: unable to perform complaint lot history check for needle missing due to unknown lot number a review of all risk management documents for the product family of the device involved in this complaint (syringe/safety syringe, needle missing) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned (4) loose 3/10cc syringes. Customer states that over a dozen syringes were without the needle. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needle missing due to unknown lot number based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(6) 2021 , holdrege received a photo complaint, but batch was unknown. Initial evaluation: examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. The shield was attached to the hub/cannula unit therefore no examination could be completed for damage or excessive adhesive to cause the shield to be difficult to remove. Manufacturing evaluation: a review of the syringe assembly line was not completed as batch was unknown. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA(B)(4) has been opened to address this issue.

Event description:
It was reported that the unspecified bd syringe experienced hub separation from the device. The following information was provided by the initial reporter: material no: unknown batch no: unknown . Parent reported having over a dozen syringes with no needle at all. Stated the needle is completely missing from the syringes. Parent was not able to provide the lot # or cat #. Lot # date of event: unknown.